Manufacturer narrative:
(B)(4). The customer's report of valves coming off when injecting contrast could not be confirmed due to the product was discarded by the customer. The root cause of this failure could not be identified.

Event description:
The hospital recently switched from the clave to the maxplus clear valve. Report rec'd from radiology that the maxplus valves are coming off when they are injecting contrast for cts. No pt or staff harm reported. Customer stated that product would not be returned because product was discarded. Although requested, no further pt or event details were provided.